Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was eroded and exhibiting premature battery depletion and the right ventricular (rv) lead was exhibiting high capture threshold. The pacemaker was explanted. There were no patient consequences.

Manufacturer narrative:
The reported event of premature depletion of battery was confirmed. The device with battery at end of life (eol) level was returned in one piece for analysis. Longevity assessment was performed, and device did not meet projected longevity and was considered premature depletion. Electrical analysis found high current drain on battery due to an anomalous integrated circuit. No other anomalies were found.